Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that emergency medical services were called when the customer experienced a low blood glucose. It was stated the customer's blood glucose was too low for the meter to measure. The customer had given herself a manual injection and changed the infusion set that day. The customer wanted to confirm that the patient was not getting too much insulin and it was advised that her healthcare provider be contacted. Nothing further reported.